Event description:
The customer reported the monitor cart would not power up properly resulting in neither of the left or right system monitors powering to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.